Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry and investigation it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 8 years, 11 months and 27 days due to stenosis and regurgitation. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 29mm 11400m valve. The patient was in stable condition post procedure.

Manufacturer narrative:
Updated d4, h4, and h6. The most likely cause is patient factors, including a history of coronary artery disease (cad). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.